Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) was exhibiting under-sensing. Programming changes were performed. There were no patient consequences.